Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the user has encountered problems with the fiber lens exploding after 60,000 joules within approximately a minute and a half of use. It was stated that this had occurred with several different batches. No patient adverse events where reported and no further information about the specific event were provided.